Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lv lead has dislodged and migrated from the posterolateral vein of the coronary sinus to the main vein of the coronary sinus. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Information was received that the lead was explanted on dec-06-2022 the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Information was received that a revision of the lead was attempted on (B)(6) 2022 but was unsuccessful due to no access. The lead was eventually explanted on (B)(6) 2023 the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.